Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had physical damage. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 28-apr-2026: the mcs had a broken cable. No material detached/broke off from the portion of the device that enters the patient. The patient's tissue was not damaged as a result of the failure. The instrument was not removed with the cannula. No images were available for review.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.